Manufacturer narrative:
An event regarding fractured ps post involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis of the device indicated that the post of the insert fractured in fatigue. Burnishing, scratching and third-body indentations were observed on the condyles of the insert. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: material analysis of the device indicated that the post of the insert fractured in fatigue. Burnishing, scratching and third-body indentations were observed on the condyles of the insert. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as further x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Replaced the ps poly 2 x 11 with a ts poly 2 x 19 due to the post breaking on the ps poly that was implanted on (B)(6) 2012 patient has polio.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Replaced the ps poly 2 x 11 with a ts poly 2 x 19 due to the post breaking on the ps poly that was implanted on (B)(6) 2012 patient has polio.